Event description:
Additional info received from the pt included experiencing worsened incontinence, increased urinary tract infections, pelvic area discomfort and urinary retention. Co's directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure. ..infection..."

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged and the device was removed. The device was not returned for eval.